Event description:
It was reported that the display screen of the programmer was "positional," that when being moved the screen would go blank and then display lines only. It was further requested that the programmer be upgraded to wireless if possible. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
General task review of service findings: change in reportability after review of analysis from not reportable to reportable. Initial report required and aware date will be reflected as the analysis completion (tsc) date. This is the initial individual regulatory report, therefore the aware date in gch will be the tsc date. Product event summary: analysis confirmed the customer comment that the display screen would go blank or display only lines after being moved and it was attributed to the display flex being out of specification. Analysis also found a loose electrocardiogram connector. Product ID: 2067l radiofrequency programmer head; (B)(4).